Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings on anterior assessed as surgical damage and observed an opening on posterior assessed as fold flaw opening. Cancer breast-ndr: not applicable as the event is not related to the device. Additional observations: crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture. Device has been explanted.

Event description:
Patient reported left side rupture confirmed via mammogram. Manufacturer of device is unknown. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported, left side rupture. Confirmed via mammogram. Manufacturer of device is unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture confirmed via mammogram. Device has been explanted.